Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes. Chapter 13 / page 176. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that the patient checked his blood glucose before he went shopping and it read 99 mg/dl. He gave himself a bolus of 11.90 units (for meal and correction) according to the bolus calculator, he inputted 72 grams of carbohydrates and his current blood glucose, 20-25 minutes before entering the store. At 5:45 pm, he was walking in circles, felt light headed, and fell three times before he lost consciousness. The employees called paramedics to help the patient. The paramedics checked his blood glucose and it was low and they started to treat the patient with a bag of saline through an IV. They tried to give him glucose tablets through his mouth, but his mouth was too dry. They gave him a tube of glucose orally when he was still unconscious. When the patient regained consciousness at 7:00 pm, his dexcom read low. The paramedics gave him a fruit soda and half a sandwich to treat the low blood glucose. The paramedics advised the patient to be careful when he drives his car and to make sure he is completely conscious. When the paramedics left, the patient's blood glucose was 111 mg/dl. Employees would not let him leave until he was okay to drive. When the patient left the store 30 minutes later his blood glucose was 168 mg/dl and the employees helped him to his car. When he got home two hours later his blood glucose was 290 mg/dl. He gave himself a bolus of 3.05 units of insulin. At the time of the call, he was at 270 mg/dl, which is about an hour after he delivered the bolus. He was still wearing the pod. He was not going to be delivering anymore boluses and wanted his blood glucose to be 140 mg/dl before going to bed. At the end of the call his blood glucose was at 240 mg/dl.